Event description:
At 5:00am the customer passed out. An ambulance was called and at 5:01 the customer's blood glucose was tested and received a result of 300mg/dl. Nine mins later the emt's arrived and received a result of 228mg/dl. The customer was taken to the ER and was given an IV. A few hours later the customer was released from the hosp. No controls were being used. A request was made for the return of the suspect device and replacement was sent.